Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The necrosis rate seen (13 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.009% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed bilateral axillary necrosis about 21 days post miradry treatment. After consultation with the treating clinic, the necrosis resolved by 28 days post-treatment. Once the necrosis resolved, ulcer developed. The treating clinic stated the symptoms were resolving by 104 days post-treatment.